Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2010 by fax and mail. A completed questionnaire was received on (B)(4).

Event description:
A purchasing agent reported that a scratch was noted on an intraocular lens upon opening. There was no patient involvement.